Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by culp, randall w.; bachoura, abdo; gelman, scott e.; and jacoby, sidney m.

Event description:
Information was received based on review of a journal article titled, " proximal row carpectomy combined with wrist hemiarthroplasty " which aimed to present early experience with proximal row carpectomy (prc) combined with distal radius hemiarthroplasty using the maestro wrist reconstructive system radial component, manufactured by legacy biomet from april 2009 to june 2010. A competitor product was used from september 2010 onwards. Approx 17 patients were identified in the article that underwent proximal row carpectomy combined with distal radius hemiarthroplasty with a maestro radial component on an unknown date. Mean postoperative flexion, extension, and grip strength were all less than preoperative levels. It is reported that a (B)(6) male with a history of snac IV wrist underwent right wrist arthroplasty. At the 20 month follow up, patient reported pain.